Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and was not able to be determined whether the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the display lens was observed to be scratched. Unrelated to the complaint, the display was found to be dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the battery compartment was cracked at the case seal.